Manufacturer narrative:
When the surgeon was doing the procedure, everything looked fine. The patient interface (pi) glass was checked and the surgeon noticed another artifact similar to the right eye. The company clinical applications specialist (cas) reviewed this with the surgeon before the left eye was started at the excimer laser. As the surgeon started dissecting the left eye, there was a tag superior nasal. The surgeon was able to pop through the tag with a lifter and reflect the flap. The cas checked the left pi glass prior to the surgeon starting and noticed slight etching again inside of the side cut around 11 o¿clock. The flap was reflected, treatment completed and flap was laid back down with no other issues. The company service representative examined the system and found that the oscillator was unstable which may have contributed to the reported event. The company service representative temperature tuned the oscillator, adjusted the dump timing to improve the figure of merit (fom), and performed various adjustments to the xy galvo gains, application force, spot size, and energy calibration. The system was then tested and met all product specifications. The system was examined again. The company was able to confirm and replicate a nonconformity in the surgical focusing module (sfm) which had contributed to the reported event of flap side tags. The sfm was replaced. The system was then tested and met all product specifications. The company service representative monitored the site following the sfm replacement and there have been no additional reports of flap side cuts. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming sfm. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a side cut tag during a refractive procedure on a patient's left eye. Patient interface glass on left eye was checked and an artifact was noticed. The surgeon was aware before excimer laser was performed. The surgeon started dissecting the left eye. A tag was noted superior nasal. The doctor was able to pop through the tag with a lifter and reflected the flap. Slight etching was noted inside of the side cut around 11 o'clock. The treatment was completed and the flap was laid back down with no other issues. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.